Event description:
Patient's husband stating that they had a problem with the cadd legacy pump (sn: (B)(4)): pump alarmed on saturday when they were attaching a new cassette with error message "no disposable, pump won't run" they subsequently attached this same cassette to the other pump and did not get this error message. On sunday, they again attempted to attach a new cassette to the malfunctioning pump and got the same error message. When they attached this cassette to the other pump, they did not get any error message. Pump malfunction did not occur while the pump was in use and did not result in an adverse medical event. Replacement pump to be shipped today. Pump return box to be sent to patient with replacement pump for return of malfunctioning pump. Dose or amount: na. Frequency: na.